Event description:
As reported, on a survey for a cordis powerflex pro percutaneous transluminal angioplasty (pta) catheter, respondent #19 stated that the balloon ruptured, probably due to a heavily calcified lesion, and the procedure was not completed successfully. The respondent also reported minor bleeding. The device will not be returned for evaluation."

Manufacturer narrative:
Some information in unknown as this is from a survey. As reported, on a survey for a cordis powerflex pro percutaneous transluminal angioplasty (pta) catheter, respondent #19 stated that the balloon ruptured, probably due to a heavily calcified lesion, and the procedure was not completed successfully. The respondent also reported minor bleeding. The device will not be returned for evaluation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon burst and haemorrhage¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Bleeding is a common and expected occurrence with any invasive procedure and is listed in the IFU as such. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.